Event description:
It was reported that during implant procedure, the pacing system analyzer (psa) results for this lead were unstable and the lead was not delivering pacing at all. Test cables in the psa were switched with no change in the outcome, the sensing amplitudes were detected but there was no pacing delivered consistently and there was failure to capture even at 10v. The physician tried to reposition the lead multiple times without success. Subsequently, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant procedure, the pacing system analyzer (psa) results for this lead were unstable and the lead was not delivering pacing at all. Test cables in the psa were switched with no change in the outcome, the sensing amplitudes were detected but there was no pacing delivered consistently and there was failure to capture even at 10v. The physician tried to reposition the lead multiple times without success. Subsequently, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.